Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment correction: block e1: initial reporter facility name, initial reporter address 1 and address 2. Investigation summary: the bib intragastric balloon was not returned for analysis. Customer provided balloon pictures were observed with the top portion of the sheath detached at the valve therefore confirming the complaint event. Based on the analysis performed and all the information gathered from the customer, the overall conclusion code assigned will be "manufacturing deficiency". Since the problem is traced to manufacturing process. The reported issue of sheath material separation is addressed in the scope of a CAPA.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon was used during a balloon placement procedure performed on (B)(6) 2024. Prior to introducing the balloon, when opening the balloon package, it was noticed that it was torn, therefore, the procedure was suspended. The balloon was not introduced. No patient complications were reported in the event. The procedure was cancelled and rescheduled.

Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment. Correction: block g1: MFR contact first name, last name, phone number and email address. Investigation summary the bib intragastric balloon was returned for analysis. During the visual inspection, the balloon was observed with the top portion of the sheath detached at the valve. Customer provided balloon pictures were observed with the top portion of the sheath detached. Additionally, the balloon was found to be expired as of 02/23/2024. For this reason, there is enough evidence to confirm the reported events of sheath material separation and shelf life exceeded. Based on the analysis performed and all the information gathered from the customer, the overall conclusion code assigned will be manufacturing deficiency. Since the problem is traced to manufacturing process. The reported issue of sheath material separation is addressed in the scope of a CAPA.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon was used during a balloon placement procedure performed on (B)(6) 2024. Prior to introducing the balloon, when opening the balloon package, it was noticed that it was torn, therefore, the procedure was suspended. The balloon was not introduced. No patient complications were reported in the event. The procedure was cancelled and rescheduled.

Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon was used during a balloon placement procedure performed on (B)(6) 2024. Prior to introducing the balloon, when opening the balloon package, it was noticed that it was torn, therefore, the procedure was suspended. The balloon was not introduced. No patient complications were reported in the event. The procedure was cancelled and rescheduled.